Event description:
General report received of 5-6 undocumented incidents of leakage of thallium from the pre-pierced injection port. The patient received an unspecified amount of thallium IV push through the pre-pierced port of the IV tubing set during a nuclear thallium stress test. The clinician held a gauze pad under the pre-pierced port while injecting the thallium. The customer reported that approximately 1-2 drops of thallium had leaked from the pre-pierced port onto the gauze pad during injection. The gauze was discarded according to the hospital's policy. There was no direct patient or caregiver contact with the thallium. There was no adverse patient event reported. Though requested, no additional information was available.